Manufacturer narrative:
Concomitant medical products:7070 lead implanted: (B)(6) 2009; 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had malfunctioned. The lv lead was programmed off because the physician was concerned that the lead "was not doing it's job" and may have been making lv activation worse. A replacement lv lead implant was attempted but was unsuccessful due to the cardiac vein with the previous lv lead being occluded. No further patient complications have been reported as a result of this event.